Event description:
The customer reported ring artifacts on head scans and noted that the frequency of ring artifact was getting progressively worse. At first the tech had to do air calibrations every 12 hours. Now the tech has to do air calibrations several times per shift. The artifact moves from the lower left, to the middle, and then the upper right. The customer stated the gantry room temp was not stable. It was verified by MRI that the artifact was not pathology in this instance.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).